Event description:
It was reported by a customer on (B)(6) 2011 the fiber was damaged at the tip and the fiber forward fired at 40,000 joules. The procedure was completed with turp. No pt injury was reported.